Event description:
Reporter indicated that the pt's device was registering high impedance. It was noted that the high impedance had been observed a year ago. X-rays were taken and sent to the manufacturer for review. Review of the x-rays did not reveal any obvious lead fractures that could be causing the high impedance. The lead pin appeared to be properly inserted, ruling out a lead pin insertion issue as a likely cause for the high impedance. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure suspected, but did not cause or contribute to a death or serious injury.